Event description:
Surgical tech reports malfunction with pks cutting forceps. During procedure surgeon began activating unit with foot pedal, tissue began to cauterize at which time the pk machine beeped and instructed surgeon to re-grasp forcepa. This repeated x 3 before surgeon opted for a new device. Once new device obtained no further issues. No injury to patient. Device is available for evaluation purposes.